Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the pacing lead exhibited high impedance. The pacing lead was removed and replaced. It was further reported that the replacement pacing lead exhibited placement difficulty and cracked insulation. The second pacing lead was also removed and replaced. No patient complications have been reported as a result of this event.